Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2015 due to the locking bar backing out. The locking bar and tibial bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "disassociation of the locking bar from the tibial component requiring surgical intervention." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was likely due to improper surgical technique.